Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Calibration signals on the cobas e 601 analyzer were found to be inconspicuous, and quality control results were within the specified range. However, calibration signals on the cobas e 411 analyzer were approximately 40% lower than expected for the reagent lot in use. The root cause of the reported false positive result was attributed to the inherent specificity limitations of the elecsys anti-hcv ii assay, as described in the product's method sheet. Single false positive results can occur with this assay. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged false positive results for one patient sample tested with the elecsys anti-hcv ii assay on the cobas 6000 e601 module and the cobas e 411 module. On (B)(6) 2022, the sample was tested on the cobas e 601 module and yielded results of 6.55 coi and 6.63 coi upon repeat testing. On (B)(6) 2022, the same sample was tested on the cobas e 411 module and yielded a result of 7.21 coi. Subsequent testing on the abbott alinity system on (B)(6) 2022 produced a negative result. Western blot testing was also negative.